Manufacturer narrative:
Hill-rom technician support recommended the account replace their brake casters. Per the hill-rom service manual annual preventative maintenance must be performed to insure all bed features are functioning as originally designed. Particular attention must be addressed on safety features including but not limited to: caster braking systems. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. No further info is available on the repair of the bed at this time. The investigation is ongoing, however, if any add'l info is identified following completion of the investigation, the add'l relevant info will be submitted in a supplemental report.

Event description:
The account reported the brakes are not holding on the stretcher when it is put into brake position. The stretcher is located at the facility. There was no pt/user injury reported. This report was filed in out complaint handling system as complaint # (B)(4).